Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Customer stated that the alarm occurred with 2 sets. Insulin did exit with manual prime. Customer was advised to rewind and run 5 units; insulin did exit and the insulin pump alarmed after 5 units. Customer was advised to change the entire set and reservoir and perform fixed prime; no delivery occurred again. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and no delivery alarm test. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.